Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for spinal pain reported they had a laminectomy on (B)(6) for their condition (not regarding implant). Stimulation was turned off beforehand, but the following day their incision felt bad so they didn't turn stimulation on at that time. Since then the incision had healed so they attempted to turn stimulation on but now they were getting shocked in the area of the implant; more so if they pressed on the area. It was noted stimulation coverage was still accurate and adequate for its target. The patient tried decreasing amplitude but they still had the shocking. It was further noted the patient had some bladder issues with their catheter; the physician didn't know what was causing it but they were doing a culture test for it. The manufacturer's representative (rep) met with the patient and all impedance checks came back normal, but one of the leads was no longer covering the patient's pain area, and when activated it was giving him a shocking sensation at the pocket site. Though it couldn't be confirmed it was believed that during the laminectomy procedure the neurosurgeon somehow compromised the implantable neurostimulator (ins) system. The patient was given some new programming options to act as a "stop gap" until an MRI paddle was available for a full system revision (per the patient's managing physician).